Manufacturer narrative:
Investigation - evaluation: the ncircle tipless stone extractor was not returned/received for an evaluation. The customer report of the device does not work as designed could only be confirmed based on the customer¿s testimony. Based on the information provided a definitive root cause could not be established. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the identified product issue. A review of complaint history revealed this complaint to be the only complaint received that is associated with this product/lot number combination. Per the quality engineering risk assessment; no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an intended renal stone extraction procedure, the physician used an ncircle tipless stone extractor basket. During the first attempt the physician opened and closed the basket and found that the tines were stuck together. The physician tried to reopen the basket but it reopened like an s snare and failed to work as designed. The physician completed the procedure by using another ncircle tipless stone extractor. No unintended section of the device remained inside the patient's body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.